Event description:
Pt was undergoing an ercp for removal of bile duct stones. A basket device was being used to remove a stone and the trapezoid tip came loose off the wires and remained in the common bile duct. Attempts to remove the tip were unsuccessful. The tip was small enough (smaller than the bile duct stones) that it was felt it could pass spontaneously. The pt was taken to surgery ten days later for removal of the common bile duct stones and removal of the retained device tip. The tip could not be located in the common bile duct during surgery and an intraoperative x-ray showed that the foreign body was within the small bowel.